Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while still wearing a pod even though the controller was absent . The patient stated that they lost their controller on december 23rd and wanted to get a new one. The controller did not ship until january 2nd and was said to be received january 5th but the patient was already in the hospital. The patient was treated with an insulin drip. The patient was released the following day.